Manufacturer narrative:
The baxter technician found the allen supine access top needed to be replaced. The intended users of the allen advance table (table) are healthcare employees who have been trained to use the product, and who have the physical strength and cognitive skills to operate and control the product. Follow facility safety protocols if an intended user does not have the physical strength or cognitive skills to operate and control the product safely. The table is intended to be used in an operating room environment to support and position patients during surgical procedures. Several types of specialty tops can be attached to the table to permit surgical access and 360° radiolucency for various types of surgical operations. The patient can be secured into various operable positions from the supine, prone, or lateral position. Electronic controls on the table pendant permit the adjustment of table height, angle, tilt, and auxiliary function for the lateral top. The table contains electronic locking casters that permit the table to be moved and locked into position by use of an electronic control on the table pendant. The allen advanced table is used in positioning patients for surgical procedures. The device's settings or its positions can be controlled using its connected electronic pendant or the table can also be manipulated manually and thus can be continued to be used even if the electronic pendant ceases to function. The technician replaced the allen supine access top to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report stating that when the allen advance table was flipped, the allen supine access top accessory fell off of the table during an in-service inspection. The surgical table was located at the account and occurred before patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.